Manufacturer narrative:
H4: the device was manufactured from september 7, 2022 - september 8, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed fluid inside the bladder which suggested an underinfusion problem may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused; further described as "balloon not fully deflated". This was observed during patient infusion via a peripherally inserted central catheter (PICC) line. Approximately 20% remained in the device after 23 hours of infusion. The device was filled with piperacillin/tazobactam 18000mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.